Event description:
There was a sudden increase of the ventricular impedance by about 100 ohms on (B)(6). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).